Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a preventive maintenance. The cse ran a system check and performed mix tests, which were acceptable. The cse verified all vacuum levels at the drains and performed a cuvette wash leak test, which were acceptable. The cse replaced the reagent 1 (r1) probe, verified the sample 1 (s1) probe and reagent 1 (r1) probe alignments and mixing and replaced the s1 probe and s1 and r1 drains. The cse ran service methods, a system quick check and quality controls and performed precision testing, all of which were acceptable. During a follow-up visit, the cse replaced the s1 mixer and performed mix tests, which were acceptable. The cse calibrated the calcium assay and ran quality controls, which were acceptable. The cause of the discordant, falsely low calcium results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium (ca) results were obtained on two patient samples on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. It is unknown if the repeat results from the alternate dimension vista instrument were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.